Manufacturer narrative:
(B)(4): the customer reported that the device failed to power on. No pt involvement was reported. The device was evaluated locally by a philips fse and the symptom was verified. The power supply fuse was blown due to an unstable electrical supply from the new hosp. There was no malfunction of the device.

Event description:
The customer reported that the device failed to power on. No pt involvement was reported.